Event description:
Customer reports obtaining results of hi and 231 mg/dl on the same device within 2 minutes. Customer also reports obtaining results of 248 mg/dl and 574 mg/dl on the same device within 2 minutes. No action taken based on device results. No adverse event reported and no treatment received. Quality controls were used by the customer prior to calling the manufacturer and fell within acceptable limits. Requested return of suspect device and replacement was sent.